Manufacturer narrative:
Updated to reflect the device return. Engineering evaluation is ongoing.

Manufacturer narrative:
(B)(4). (B)(6) registry. Investigation is ongoing. The new aware date (11/16/2017) was assigned after it was determined that device manipulation did not cause material separation, as originally interpreted from the initial report.

Event description:
As reported by field clinical specialist (fcs), the balloon burst during the 2nd post dilatation the 26mm s3/commander was prepped to nominal volume, and no bav was done. The delivery system was inserted into the 14fr esheath without any issues. The valve was aligned in the descending aorta and advanced around the aortic arch using partial flex. Valve was positioned with the center marker at the leaflet hinge point and deployed under rvp using slow, steady inflation. Moderate combined central and paravalvular leak was noted. 2+ml contrast was added (total volume = 25ml). During post dilatation under rvp, some volume was lost from the side port of high pressure stopcock where the atrion syringe was connected due to the stopcock being partially open. Delivery system inflation noted but operators were uncertain of the actual amount of volume effectively used to inflate the ds balloon. Decision was made to complete a second post dilatation. The 25ml contrast volume was confirmed in the atrion syringe and post dilatation was completed under rvp. At the point of almost maximum inflation, the delivery system burst. Additional valve expansion was noted. Operators did not want to inflate the valve any further and the ds was pulled back into the sheath with some difficulty and removed together from the rfa which was then closed with a vascular closure device. The delivery system balloon was investigated on the back prep table to ensure all materials were intact. During the examination by the field clinical specialist (fcs), the balloon material separated from the delivery system. This separate piece was saved and placed in the plastic bag for further evaluation when the device is returned to edwards. All pieces of the ds appeared to be present and not missing. The operators were informed of these findings. Images taken of the delivery system and the separate balloon material.

Manufacturer narrative:
The patient¿s native annulus diameter was 24.48mm x 29.36mm, with mild native annular calcification and mild native leaflet calcification. The access vessel had mild calcification and mild tortuosity. The calcification in the sinotubular junction (stj) was moderate. The perceived root cause was repeat inflation of the delivery system with pressure against annular calcium was most likely the cause for the balloon rupture. The delivery system was returned inserted through the sheath with the loader cap on the flex shaft, stylet inserted through the nose, and stopcock on the inflation port. The balloon piece was returned separated. Images were returned from the site that depict the patient¿s anatomy and the device following the procedure. Video of the deployment was also provided. The returned device was visually inspected for any abnormalities. The distal portion of balloon shaft with crimp balloon/inflation balloon was cut by engineering and separated. A radial burst was confirmed. The balloon did not appear to be missing any pieces. The esheath appeared fully expanded as designed, with no liner tear and bunching observed on distal portion of liner. No functional testing was able to be performed due to the condition of the returned device (balloon burst on delivery system and bunched and fully expanded liner on sheath). Balloon (single) wall thickness measurements were taken along the edge of the separated piece of the balloon to ensure that the wall thickness was within specification. A thin wall could contribute to a balloon burst and separation. The balloon single wall thickness measurements met the specification. The related work orders did not reveal any issues that could have contributed to the complaint event. Review of lot history for the related work order revealed one similar complaint for ¿balloon burst¿. Review of lot history for the related work order did not reveal any similar complaints for ¿balloon - separated¿. Review of lot history for the related work order did not reveal any similar complaints for ¿withdrawal difficulty-through sheath¿. A review of complaint history from december 2016 to november 2017 was reviewed for the edwards commander delivery system (all models and sizes), and revealed additional complaints for ¿balloon ¿ burst¿. A review of the complaint history reveals that the occurrence rates did not exceed the november 2017 control limits for this trend category (¿balloon burst¿). A review of complaint history from december 2016 to november 2017 was reviewed for the edwards commander delivery system (all models and sizes), and revealed no other complaints for ¿balloon ¿ separated¿. A review of the complaint history reveals that the occurrence rates do not exceed the november 2017 control limits for this trend category (¿separated¿). A review of complaint history from december 2016 to november 2017 was reviewed for the edwards commander delivery system (all models and sizes), and revealed additional complaints for ¿delivery system ¿ withdrawal difficulty-through sheath¿. A review of the complaint history reveals that the occurrence rates did not exceed the november 2017 control limits for this trend category (¿withdrawal difficulty through sheath¿) the commander delivery system IFU, the esheath IFU, device prepping manual and training manual were reviewed for guidance related to the reported complaint event. No IFU/training deficiencies were identified. During balloon manufacturing, the balloon was 100% inspected for fish eyes, crow¿s feet, deformation, gel spots and contamination; and working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. Following visual inspection, inflation balloons were burst tested under a sampling plan. During manufacturing, the delivery systems multiple 100% inspections. During the pleat and fold process, the inflation balloon was 100% visually inspected for scratches and distorted/pinched folds. The commander delivery system was 100% air pressure leak tested before final quality inspection. Post leak test, the balloon covers and inflation balloon were inspected for any damage. The inflation and crimp balloons were 100% visually inspected by both manufacturing and quality for distorted/pinched folds. During the inspection, the balloon cover is removed as needed and replaced after inspection. During product verification testing, under the related work order, five (5) samples underwent the following tests. The lot passed all the acceptance criteria. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Based on the returned condition of the device, the complaint for balloon burst was confirmed, but no manufacturing non-conformance was identified on the returned device. Dimensional inspection of the balloon revealed that the balloon wall thickness measurements were within specification. Review of case notes and visual inspection reveal that balloon burst is likely due to patient factors (calcification). There was mild calcification reported in the native annulus and leaflets. Additionally, as stated in the complaint description, during post dilation under rvp, ¿some volume was lost from the side port of high pressure stopcock being partially open. Uncertain of the actual amount of volume used to inflate the delivery system balloon.¿ the complaint description further indicates that because of this, 25mls was used for post dilation. The training manual instructs the user to inflate 26mm delivery systems using 23ml of fluid. It is therefore possible that the balloon was over-inflated during post dilation. This potential over-inflation, coupled with the patient¿s native calcification, is likely what contributed to the balloon burst a detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. Based on the condition of the returned device, the complaint for balloon separated was confirmed. As noted in the complaint description, the device was examined on the back table following the procedure, and ¿during the examination by the field clinical specialist (fcs), the balloon material separated from the delivery system.¿ the cause of this separation is manipulation of the device on the back table. No manufacturing mitigations were identified, as the balloon wall thickness was found to be within specification. The balloon material was likely weakened due to the burst during the procedure. Based on the returned condition of the devices (balloon burst and damages observed on esheath), the complaint was confirmed for withdrawal difficulty through sheath. Available information supports that the burst balloon likely resulted in procedural factors causing difficulties withdrawing the delivery system. A burst balloon can drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the sheath shaft. Liner bunching was observed at the sheath distal tip which supports that additional manipulation/force was applied in order to withdraw the system. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, and position of the flex tip on the delivery system during retrieval (procedure instructs to ensure flex tip is still over the triple marker). As such, the root cause for the delivery system withdrawal difficulty through sheath can likely be attributed to patient/procedural factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event is an anticipated risk of the transcatheter heart valve procedure. Since no manufacturing non-conformances were identified during the product evaluation and no labeling/IFU/training deficiencies were identified, no preventative or corrective actions are required. Furthermore, since no product non-conformances were identified and the failure modes did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaints for ¿balloon ¿ burst¿, ¿balloon ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed, but no manufacturing non-conformities were identified during the engineering evaluation. Available information suggests that patient and/or procedural factors may have contributed to the complaint. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the november 2017 control limits for respective trend categories. Therefore, no corrective or preventative action is required at this time.